Event description:
In 2004, the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading the wrong unit of measurement. The patient received a result of 18.2 mmol/l (328mg/dl) on the reported meter that was in mmol/l instead of mg/dl. She had not received any medical attention or intervention. The customer service agent (csa) confirmed that the meter was set to mmol/l insteat of mg/dl. However, the meter had previously not been set to the correct unit of measurement (mg/dl). The patient had not taken any actions following the use of the meter. The patient was not sent any replacement products.